Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin.net transmission revealed intermittent loss of capture for the lv lead. Technical support was contacted and recommended programming was done during the patient's follow-up. The issue was resolved. The patient was fine and had no symptoms due to the issue.